Event description:
It was reported that the atrial lead had high pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d284trk implantable cardioverter defibrillator (ICD)  (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009; 4195 implantable pacing lead (B)(6) 2009.